Event description:
It was reported that the three-beep alarm sounded when the battery was replaced. There was no negative patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.